Event description:
It was reported that the customer passed away. The customer's blood glucose levels were 80 mg/dl or below at the time of death. Nothing further was reported. Attempted to contact the customer's father for more info, but all attempts were unsuccessful.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.